Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/23/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and capsular contracture baker grade iii. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii and rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.4, d.7, d.10, h.3, h.6. Device evaluation: visual analysis of the returned device identified: one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: one opening smooth, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening smooth in the side radius assessed as smooth opening. A review of the device history record has been completed. No deviations or non-conformances noted.